Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted: part number: 04.038.285s. Lot number: h850513. Part manufacture date: 27 mar 2019. Manufacturing location: elmira. Part expiration date: 01 mar 2029. Nonconformance noted: n/a. DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of tfna helical blade 85mm sterile was processed through the normal manufacturing and inspection operations with no rework or nonconformances noted. The lot quantity of 48 pieces met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Part number: tialnbri10.36 raw material. Lot number: h790914. Part manufacture date: 30 nov 2018. Manufacturing location: elmira. Part expiration date: n/a. Nonconformance noted: n/a. A review of the device history record for the raw material revealed no complaint related anomalies the device history record shows this lot met all requirements at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Occupation: synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent a surgery for the femoral trochanteric fracture with tfna in question. A pacemaker had been implanted in the patient because she had a cardiovascular disease and the reduction needed to be done promptly. The long nail was used because the fracture reached femoral diaphysis. The femoral head had retro torsion, but the surgeon could not apply sufficient reduction to the femoral head. On (B)(6) 2019, the blade cut-out was found by x-rays because the patient reported pain. Tha was performed on (B)(6) 2019. The surgeon commented that the cut-out was not caused by the devices, but by insufficient reduction. No further information is available. Concomitant device reported: locking screw (part # 04.005.528s, lot # unknown, quantity # unknown); tfna nail (part # 04.037.025s, lot # unknown, quantity# 1); tfna end cap (part # 04.038.000s, lot # unknown, quantity# 1). This report is for 1 of 1 for (B)(4).